Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and non-bsc right ventricular (rv) lead exhibited an increased shock lead impedance measurement greater than 125 ohms. Additional information was received indicating that the cause was not determined. Subsequently, the system was explanted a few weeks later due to infection, which was filed in regulatory report #2124215-2014-16920. No additional adverse patient effects were reported. The device was not retained and was not expected to be returned for reliability analysis.